Event description:
It was reported to boston scientific corporation that during a mid-urethral sling placement procedure, the physician ran the trocar through the patient's bladder. The physician re-passed the trocar and completed the procedure. The physician placed a catheter for a few days and left the bladder to heal on its own. The patient is reportedly "ok" post-procedure.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. The advantage directions for use cautions that the procedure should be performed with very careful attention to avoid laceration of any vessels, nerves, bladder or bowel.